Manufacturer narrative:
Continuation of d10: product ID a810 lot # serial # unknown, software version: 2.0.3283 product type software refer also to MFR report#: 3004209178-2026-01919 regarding prior event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer, foreign) regarding a patient who was previously receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was seen on (B)(6) 2026 in the presence of the analgesic doctor and company representative. The patient had an ¿ibs¿ (irritable bowel syndrome) pump implanted a few years ago. The date of pump implant was unknown. The pump was sounding a critical alarm due to an empty reservoir. The patient was taking gabapentin, which was very effective on their pain. No patient sign/symptom was reported. The physician filled the pump with 0.9% nacl (20 ml) and the catheter was aspirated with good cerebrospinal fluid (csf) return. The pump was programmed to deliver 0.9% nacl at a minimum flow rate (0.006 ml/day). On (B)(6) 2026, the patient called the physician back indicating that the pump still rings (alarms). When interrogating the device, the service code 45 was displayed regarding the elective replacement indicator (eri) to occur june 2028 (<(><<)> 30 months) which is prior to the next refill date. Another service code 2 message was displayed regarding due to selected session workflow, an edit to the reservoir volume is expected. There was no repercussion on the quality of the patient's analgesia. They were questioning why these two messages appear and if it was related to the minimum flow rate of 6 mcl/day. The physician was to perform telemetry send the company representative the pump logs. At the time of the report, technical services reviewed that the messages prompted by the clinician programmer application were not expected to trigger a pump alarm. It was further reviewed that the pump is stating that the next refill is expected to occur after the date of the eri. It was considered that in normal scenarios, where there is actual drug, this is meant to notify the healthcare provider (hcp) that a non-critical alarm could go off before the low reservoir will be reached, and to possibly consider the volume of the drug to use to refill the reservoir. The fact that the pump was at a minimum rate, it was considered that the refill interval was then very long and, in this case, it goes beyond the eri date. The patient was not impacted, but it was being considered that the pump was not behaving as intended. Additional information was received from a company representative on 2026-feb-04. The healthcare provider was unable to confirm the reason for the pump not having been refilled and empty alarm having occurred, including the cause or any known factors that may have led or contributed to the event. Per the pump log provided with session date 2026-jan-27, clinician programmer software application version 2.0.3283, the pump administered nacl 0,9 (1,0 ml/ml) at a dose rate of 0,0064 ml/hour. Also, per the logs an empty reservoir alarm and a low reservoir alarm occurred both on 2026-jan-26 at 15:46. It was unknown if the critical alarm that was still occurring following refill was confirmed.

Event description:
Additional information received from a company representative indicated that it was the low level alarm that was occurring after the pump refill was performed on 2026-jan-26. Additional information was received from a foreign healthcare provider via a company representative on 2026-mar-30. The cause of the pump still alarming after refill was not determined. There was no longer an alarm, and the pump was set to a minimum flow rate as the patient was taking oral medication. The oral medication was unknown. The physician did not want to remove the pump straight away in case the patient needs intrathecal therapy again. Actions taken to resolve the issue regarding the pump still alarming after refill, was reprogramming of the pump. The event regarding the pump still alarming after refill was resolved. The pump had been set to a minimum flow rate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.